Event description:
Information was received form a manufacturer representative regarding a patient receiving dilaudid 10 mg/ml for a total dose of 6.810 mg/day via an implantable pump for spinal pain and degenerative disc disease. It was reported a motor stall occurred on (B)(6) 2016 and was seen at initial interrogation. Pump status and/or event logs reported a motor stall occurred and showed stopped pump period may exceed tube set. Patient did not recently have a magnetic resonance imaging (MRI). It was stated the pump stalled in (B)(6), but recovered. An empty pump was reported by the patient, and physician programmer showed empty pump alarm was occurring on (B)(6) 2016. It was stated patient missed the refill as the pump was stalled and was not filled. Caller stated the pump was replaced on (B)(6) 2016. No patient symptoms reported. Additional information was received and asked if there was still drug in the catheter and if they would need to aspirate the catheter. It was discussed there was still drug in the catheter. It was unknown if any troubleshooting was performed or if the cause of the motor stall was determined. It was also stated they could not obtain pump from account. No further information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.